Event description:
It was reported that the implantable pulse generator (ipg) had flipped in the pocket site and the patient was unable to charge it. The patient underwent a revision procedure wherein the ipg position was adjusted. The patient was doing well postoperatively and the device remains implanted.